Event description:
It was reported that during an unknown procedure the jaw would not close. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.should the information be provided later, a supplemental medwatch will be sent. The device was returned slightly bent from the shaft and with the rotational knob broken. The device was functionally tested with a generator and an error code was displayed. In addition, the clamp arm did not close. The bent shaft could have resulted from handling in transit and did not impact the reported event. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. It is possible that the broken rotational knob did not allow the device to be torque properly and return an error code message or instrument error. No conclusion could be reached as to what caused the damaged to the rotation knob at the pin hole.